Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge. Reportedly, the cartridge was filled with 200 units of insulin on (B)(6) 2017, and at the time of the call, displayed 40 units. The customer reported blood glucose level was "good". Review of the pump logs by tandem technical support confirmed the reported information. During a follow-up call on (B)(6) 2017, the customer confirmed a new cartridge had been loaded onto the pump, and the fill estimate issue did not recur.